Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. The sensor was inserted at abdomen on (B)(6) 2015. Upon removal of the sensor pod, patient was not able to locate any portion of the sensor wire. Patient stated that the transmitter was snapped into place at the time of sensor removal. Patient was not sure if the sensor wire was still in the skin. Patient reported a little red spot at the insertion site. Patient was seen by a dermatologist who removed two sensor wires from her skin with tweezers. Date of medical intervention is unknown, patient reported approximately (B)(6) 2015. Patient did not require surgery. Additionally, patient was not prescribed medications. At the time of contact, the patient reported current condition as fine. No further medical intervention was reported. No additional event or patient information was provided.